Manufacturer narrative:
Product analysis: the stylus and cursor were confirmed to be misaligned. The connection between the display overlay and printed circuit board (pcb) was re-seated, and the stylus was calibrated. The fan was found to be noisy, and was replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display was out of calibration, and was unable to be calibrated. It was noted that the stylus was changed, but the issue persisted. The programmer was returned for service. There was no patient involvement.